Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: abousamra, o. Et al (2016), hip reconstruction in children with unilateral cerebral palsy and hip dysplasia, journal of pediatric orthopaedics, vol. 36 no. 8, page 834-840 (united states of america). The goal of this retrospective study is to report a series of children with unilateral cerebral palsy (cp) and high level of physical function (gmfcs I and ii) with severe dysplasia. Between 1989 and 2013, a total of 12 patients (10 male and 2 female) with a mean age of 14.3 years (range, 7-19 years) underwent unilateral combined femoral and acetabular reconstruction. A femoral varus osteotomy was performed using unknown synthes ao blade plate for femoral osteotomy fixation. The mean follow-up after surgery was 4 years (range, 1-8 years). The following complications were reported as follows: 3 patients needed an additional adductor release. 9 patients presented with hip pain. 7 patients had some degree of limb-length discrepancy after surgery, ranging from 1 to 3 cm with a mean of 1.7 cm. 1 case, in which the discrepancy was 3 cm, the patient needed an epiphysiodesis on the contralateral extremity to reduce the limb-length inequality. 1 case of grade 1 as shown in radiographic hip deformities according to mcphcs at the last visit. 1 case of grade 2 as shown in radiographic hip deformities according to mcphcs at the last visit. 7 cases of grade 3 as shown in radiographic hip deformities according to mcphcs at the last visit. 3 cases of grade 4 as shown in radiographic hip deformities according to mcphcs at the last visit. 4 cases of round head (femoral head deformity) as shown in radiographic hip deformities according to mcphcs at the last visit. 5 cases of mildly flattened (femoral head deformity) as shown in radiographic hip deformities according to mcphcs at the last visit. 3 cases of variable deformity (femoral head deformity) as shown in radiographic hip deformities according to mcphcs at the last visit. 2 cases of mildly dysplastic (acetabular deformity) as shown in radiographic hip deformities according to mcphcs at the last visit. 1 case of variable deformity (acetabular deformity) as shown in radiographic hip deformities according to mcphcs at the last visit. A (B)(6)-year-old male sustained a metatarsal stress fracture without any hip pain and his right lower limb was 1 cm shorter than his left with a shoe lift needed to resolve the discrepancy. Unk - plates trauma. These impacted products capture the following adverse events: needed additional adductor release, hip pain, limb-length discrepancy, hip deformities at the last visit, round head (femoral head deformity) at the last visit, mildly flattened (femoral head deformity) at the last visit, variable deformity (femoral head deformity) at the last visit, mildy dysplastic (acetabular deformity) at the last visit, variavle deformity (acetabular deformity) at the last visit. This report is for an unknown synthes ao blade plate. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. File attachment provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).